Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-jun-2026, it was reported by a sales representative via email that the inserter of an ar-3636 knotless 1.8 fibertak broke off during a labrum repair procedure performed on (B)(6) 2025. On (B)(6) 2026, the patient underwent a shoulder x-ray for an issue unrelated to the (B)(6) 2025 procedure, during which the retained inserter from the ar-3636 knotless 1.8 fibertak was identified. During the initial procedure, a total of seven ar-3636 knotless 1.8 fibertak anchors were implanted. At this time, the specific lot number associated with the broken inserter is unknown. Additional information was received on 22-jun-2026: the procedure was completed as planned with no reported delay and no additional anesthesia administered. The exact stage of the procedure at which the inserter broke is unknown. No issues were reported with the other ar-3636 knotless 1.8 fibertak anchors implanted during the procedure. Following identification of the retained inserter on postoperative imaging obtained on (B)(6) 2026, it was reported that the patient is asymptomatic with no pain attributed to the retained fragment. No additional treatment has been required, and no revision or corrective procedure has been performed or recommended. Follow-up imaging has been completed. The retained inserter will continue to be monitored, and no further intervention is planned at this time.